Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that the pump was dropped, and subsequently a malfunction alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy. The customer's blood glucose level (bg) was 45 mg/dl. The customer was unable to answer the cause of the decrease in bg level. The customer consumed carbohydrates to address the low bg.